Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", " defib fault 78", "defib fault 79", "pacer fault 116", "pacer fault 122", "pacer fault 126", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report, when out investigation is completed.